Event description:
It was reported that noise from the ventricular channel was observed. The device charged a few times, but no shock was delivered. X ray revealed insulation damage. The sense portion of the lead was capped. The defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.